Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurence of a system fault (sf 65). The reported fault could not be reproduced during in-house testing. The investigation determined that the device fault was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it displayed a system fault (sf 65) message and failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.